Manufacturer narrative:
Innovative health, llc became aware on 08-oct-2021 of a report from (B)(6) hospital on a viewflex xtra ice device that experienced a broken tip while in use during a procedure. No patient injuries were reported. Additional feedback from the hospital was unavailable. Upon receipt of the device, the distal tip was confirmed to be broken. The fractured tip remained attached to the device. No further damage was identified on the device.

Event description:
The tip of this device was reported to be broken during the procedure. No patient injuries were reported.